Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead had become dislodged. At the normal battery changeout procedure for the associated crt-d, it was observed that defibrillation threshold testing (dfts) were not successful with the acute crt-d. Under fluoroscopy, it was evident that this rv lead had dislodged. The implanting physician surgically abandoned this lead and placed an acute rv lead. It was noted by the local area sales representative that the patient rarely paces. There were no reported adverse patient symptoms as a result of the rv dislodgement.

Manufacturer narrative:
If new information becomes available, this report will be further evlauated and updated.